Manufacturer narrative:
Aware date used as event date is unknown. Implant date is estimated as implant date is unknown. Estimation is based on event occurring at 45-day follow-up.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the 45-day follow-up, transesophageal echocardiogram revealed a device related thrombus. The patient was restarted on oral anticoagulants and is expected to return for follow-up in 3 months. No additional information is known.